Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, on the first firing the jaws could not open properly. The procedure was completed with another device. The event occurred during the procedure but the product was not used for patient. There was no patient injury.